Manufacturer narrative:
Should additional info becomes available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR # 2183959-2011-00204. On (B)(6) 2008, a monarc device was implanted to treat urinary incontinence. By report, after the implant, the pt had pain, erosion, dyspareunia, vaginal scarring and has undergone "multiple surgeries" and a "revisionary procedure."